Event description:
As reported, approximately five years post bilateral tka, female patient had a revision due to femoral loosening. The femur was loose due to not enough cement in the canal to hold the stem in place. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
Concomitant medical products fluted stem extension 80 x 14 mm (cat# 204-34-08 / serial# (B)(4)); fem. Stem ext. Adapter 5 deg (cat# 208-09-05 / serial# (B)(4)); cemented trapezoid tray 2f/2t (cat# 204-04-22 / serial# (B)(4)); cck tibial insert size 2, 15mm (cat# 208-22-15 / serial# (B)(4)); fluted stem extension 80 x 12 mm (cat# 204-32-08 /serial# (B)(4)); three peg patella, 32mm (cat# 200-02-32 / serial# (B)(4)); three peg patella, 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3 the revision reported was likely the result of an insufficient bond between the implant and the bone secondary to an insufficient volume of cement as reported which led to aseptic loosening. However, this cannot be confirmed as the devices were not available for evaluation and no additional clinical information was provided. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with the loss of direct anchorage of an implanted device over time or due to an injury.